Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) from offsite and reported that the surgeon experienced an issue where the instrument was moving in and out instead of left and right on universal surgical manipulator (usm4). The csr stated that it was a slight movement that was off on usm4, and the surgeon was working through it. The tse reviewed the system logs but did not find any related errors. The tse recommended that the customer reseat the instrument and sterile adapter on usm4, replace the instrument and drape, and perform a system reboot when possible. The csr indicated that they would have the customer attempt these steps. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the clinical sales representative (csr) who confirmed that after power cycling the system to start the next case, the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. It was confirmed that after a system power cycle the issue was resolved. The phone support details did not reveal any issues related to the customer reported event.